Event description:
This initial spontaneous case report was received on 13-oct-2016 from a lawyer in the united states, on behalf of a plaintiff female consumer of unspecified age who had essure (fallopian tube occlusion insert) coils implanted in (B)(6) 2008 for permanent birth control. In (B)(6) 2008 the consumer underwent an hsg test (hysterosalpingogram) which confirmed full occlusion of the fallopian tubes. Approximately one year after having the essure device implanted, the consumer began to experience pelvic pain, severe cramping, hair loss, dizziness, and weight fluctuation. Over the next few years, the consumer complained about these symptoms. Due to the continued symptoms, the consumer had an ultrasound in spring 2016, which showed, that one of the essure micro-inserts had perforated a pelvic organ. In (B)(6) 2016, the consumer underwent a partial hysterectomy (painful and invasive procedure) during which, her uterus and scar tissue were both removed. Following the surgery the consumer needed at least three months to recover. Company causality comment: this spontaneous case report refers to a plaintiff who had essure (fallopian tube occlusion insert) inserted and an ultrasound performed about 8 years after insertion, showed that one of the essure micro-inserts had perforated a pelvic organ. As it was reported that plaintiff underwent a partial hysterectomy to remove the uterus and scar tissue only, event was regarded as uterine perforation. Uterine perforation is anticipated in the reference safety information for essure. Although the exact date and mechanism of perforation were not known, given its nature, a causal relationship with essure cannot be excluded. This case was regarded as incident, as surgical interventions were required. In addition, non serious events were reported. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc received on 22-nov-2016: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). Sample is not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report refers to a plaintiff who had essure (fallopian tube occlusion insert) inserted and an ultrasound performed about 8 years after insertion, showed that one of the essure micro-inserts had perforated a pelvic organ. As it was reported that plaintiff underwent a partial hysterectomy to remove the uterus and scar tissue only, event was regarded as uterine perforation. Uterine perforation is anticipated in the reference safety information for essure. Although the exact date and mechanism of perforation were not known, given its nature, a causal relationship with essure cannot be excluded. This case was regarded as incident, as surgical interventions were required. In addition, non serious events were reported. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure micro-inserts had perforated a pelvic organ") and fallopian tube perforation ("perforation (fallopian tubes)") in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section in 2007. Concurrent conditions included smoker, irregular menstruation, pelvic adhesions and human papilloma virus test positive. Concomitant products included alprazolam (xanax), hydrocodone, ibuprofen, ibuprofen (midol ib), oxycocet (percocet) and varenicline tartrate (chantix). On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain/ pain"), alopecia ("hair loss") and weight decreased ("weight loss"). On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia"). In 2009, the patient experienced abdominal pain ("severe cramping") and weight fluctuation ("weight fluctuation"). On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). On (B)(6) 2010, the patient experienced fatigue ("fatigue"). On (B)(6) 2010, the patient experienced vision blurred ("blurred vision"). On 1(B)(6) 2011, the patient experienced dizziness ("dizziness") and syncope ("fainting"). On (B)(6) 2015, the patient experienced lethargy ("lethargy"), irritability ("irritable"), aggression ("aggressive") and mood swings ("mood swings"). In (B)(6) 2016, the patient experienced procedural pain ("painful removal procedure"). In 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced emotional disorder ("hormonal changes: difficulty regulating emotions"), depression ("depression"), anxiety ("anxiety"), uterine pain ("uterine pain"), back pain ("back pain"), arthralgia ("hip pain"), abdominal pain lower ("lower abdominal pain") and migraine ("migraines"). The patient was treated with surgery (hysterectomy (full) on (B)(6) 2016) and surgery (hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, pelvic pain, abdominal pain, alopecia, dizziness, weight fluctuation, procedural pain, dyspareunia, abdominal pain lower and migraine had resolved and the fallopian tube perforation, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, emotional disorder, lethargy, irritability, aggression, mood swings, depression, anxiety, vision blurred, weight decreased, syncope, uterine pain, back pain and arthralgia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, aggression, alopecia, anxiety, arthralgia, back pain, depression, dizziness, dysmenorrhoea, dyspareunia, emotional disorder, fallopian tube perforation, fatigue, irritability, lethargy, menorrhagia, migraine, mood swings, pelvic pain, procedural pain, syncope, uterine pain, uterine perforation, vaginal haemorrhage, vision blurred, weight decreased and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: successful placement. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical record: dysmenorrhea, dyspareunia, lower abdominal pain. Quality-safety evaluation of ptc: sample is not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 17-aug-2018: plaintiff fact sheet and medical record received. Event added: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea, dyspareunia, fatigue, difficulty regulating emotions, lethargy, irritable, aggressive, mood swings, perforation (fallopian tubes), depression , anxiety, blurred vision, weight loss, fainting, uterine pain, back pain, hip pain, lower abdominal pain, migraines. Concomitant and historical conditions were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.